Manufacturer narrative:
Based upon the clinical assessment, the reported event has been confirmed. The manufacturing record review did not reveal any issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely identified and therefore, identification of a design or manufacturing issue is inconclusive. The clinical review identified the following factors that may have contributed to the patient outcome: product use was incongruent with the IFU due to right common iliac diameter out of range at 2.6 cm. Cautionary product use conditions that might have contributed to this event included: severe calcification at the bifurcation (near circumferential), and the left common iliac artery. Patient factors that might have contributed to this event includes use of antiplatelet therapy (aspirin).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Additional device: model: a34-34/c80, lot: w11-3304r-015 rel. Date: (B)(6) 2012. Exp date: 05/30/2014.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with an infrarenal, and bifurcated stent graft. Subsequently patient was admitted to the hospital on (B)(6) 2015 due to growing aneurysm sac and the doctor elected to reline the graft by implanting suprarenal, bifurcated and a limb extension. Patient is stable.